Event description:
The monopolar curved scissors instrument was returned, no further information was provided.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found upon visual inspection that the instrument tube extension was very dark in color, the orange tube extension had a smokey dark tint. Failure analysis also observed that the distal end of te main tube had various scratch marks with light material removal. The scratches were .209 - .069 in length and not aligned with the tube axis. The instrument was expired upon return and failure analysis was unable to perform any tests. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.